Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced damaged soft cannula with two infusion sets. Patient replaced infusion sets and resumed insulin successfully. No further information available.